Manufacturer narrative:
H4. Device manufacture date of 12/16/2020 was added to this follow up report based on the device history record evaluation. Initially, it was assessed that this was a hemostatic valve separation issue. The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation on (B)(6)2021 and it was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on (B)(6)2021. It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. During the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath-medium was broken which caused a large amount of fluid to leak. The physician could see a white foreign object inside of the valve. When the sheath was replaced, the issue resolved. There was no patient consequence. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. A device history record evaluation was performed for the finished device 00001531 number, and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. However, an internal corrective action has been opened to address this issue it should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium and a hemostatic valve separation occurred. It was reported that during the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath-medium was broken which caused a large amount of fluid to leak. The physician could see a white foreign object inside of the valve. When the sheath was replaced, the issue resolved. There was no patient consequence. The issue with the hemostatic valve was noted when the scrub tech was flushing the sheath. Saline exited the distal tip and a slight amount out of the valve. It was difficult to see through the hub as it was clouded. No internal damage was observed. The ¿white foreign object¿ reported was assessed as a not MDR reportable ¿foreign material¿ as it is most likely that what they saw was the white hemostatic valve that became dislodged, causing the large amount of saline to leak. With the information available, this event was assessed as a MDR reportable hemostatic valve separation product malfunction.